Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer was sent a replacement usb cable and wall adapter in attempt to resolve the issue. No additional information was provided. Customer declined to further troubleshoot with tandem technical support.